Event description:
One patient sample with discrepant troponin t results. Initial result gave 0.071 ng/ml. Sample repeated twice giving <0.010 ng/ml each time. No adverse events reported in association with the incorrect results. The investigational unit was unable to verify customer's complaint. The exact root cause of the complaint could not be identified.